Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and thrombosis/ thrombus are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending (lad0 artery. The 3.0x12mm xience skypoint stent was implanted without issue. The patient returned to the hospital 15 days post implant with persistent chest pain and was admitted for a follow-up coronary angiography. Imaging showed disease distal to the stent and a radiolucent image inside the stent on angiography, possibly compatible with thrombosis; however, there was no total vessel occlusion and normal flow was present. Optical coherence tomography (oct) was performed to clarify the diagnosis. The oct revealed findings compatible with subacute thrombosis, not related to mechanical issues (the stent was well expanded). It was considered this was drug-dependent thrombosis. Due to the patient¿s advanced age and altered, anxious psychological state (compatible with dementia), treatment consisted of balloon dilation. The angiography results shows good flow and expansion. No additional information was provided.